Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was surgically abandoned and replaced with a non-boston scientific lead and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was surgically abandoned and replaced with a non-boston scientific lead and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that during the planned explant of the associated pacemaker, the insulation on this rv lead was noted to be damaged. The lead was then surgically abandoned and replaced.